Manufacturer narrative:
Concomitant continued: 6947 lead implanted (B)(6) 2008.

Event description:
It was reported that the left ventricular (lv) lead, which was plugged into the right atrial port of the cardiac resynchronization therapy defibrillator (crt-d), exhibited intermittent loss of capture. No changes were made and the lead remains in use. No patient complications have been reported as a result of this event.